Event description:
It was reported that upon insertion of the spring wire guide (swg) thru the needle, resistance was met; swg "stuck". The physician removed the swg and the needle together. The swg became unraveled, however, still intact. An x-ray was done immediately and was normal. As a result, another (B) (4) was successfully placed in the pt. There were no reported pt complications.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.